Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate; cause was not known. Customer¿s blood glucose was 231 m/gl. Tandem technical support assisted the customer with correcting the time.